Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the basal software did not suspend insulin delivery . Customer's blood glucose (bg) was over 400 mg/dl at time of event. The customer declined to perform further troubleshooting with tandem technical support. Additionally, it was reported that the insulin gauge was inaccurate. Customer's bg was 247 mg/dl at time of event. Reportedly, the customer continued to use the pump for insulin delivery.